Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 2 years 9 months and 27 days post procedure, the patient experienced discomfort and also noted that blood could not be aspirated and the port could not be flushed. The port was subsequently removed. It was further reported that the catheter was damaged. The current status of the patient is unknown.

Event description:
On (B)(6) 2023, a patient underwent port placement procedure using the powerport m.r.I. Isp. Two years, nine months and twenty seven days post the procedure, the patient experienced discomfort and also noted that blood could not be aspirated and the port could not be flushed. Furthermore, the port was subsequently removed. It was further reported that the catheter was damaged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluations. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two partial compound breaks were noted on the attached catheter approximately 2.9cm and 5.5cm from the distal end of the cath-lock. Multiple kinks were noted throughout the attached catheter. The edges of the both the partial compound breaks on the catheter segment were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted on both regions. Residue was also noted throughout. The attached catheter was gently stretched, and abnormal elasticity was felt throughout. Upon infusion, leaks from the partial compound breaks on the attached catheter were observed while water exited at the distal end of the catheter. Aspiration was attempted and was unsuccessful as only air returned within the in-house syringe. The investigation is confirmed for the reported material integrity and suction problem issues as more appropriate fracture, stretching, and deformation due to compressive stress issues are identified. However, the investigation is inconclusive for the reported difficult to flush issue, as infusion was successful and fluid exited the distal end of the catheter despite the presence of leaks. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, e1, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.